Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h6: a product investigation was completed: visual inspection of the complaint device showed the threads on the head were damaged and stripped. A functional assessment was performed on the complaint device and the returned mating plate. The complaint device was unable to screw into the mating plate due to the thread damage on the complaint device. The condition could be replicated. A dimensional inspection was not performed due to post-manufacturing damage. The current manufactured to drawing was reviewed; no design issues or discrepancies were identified. This complaint is confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the threads on either the variable angle locking compression plate (va-lcp) two column volar distal radius plate or the four (4) variable angle (va) locking screws stardrive were stripped prior to the case. Each screw inserted into the two radial styloid holes would spin and not lock in. Surgeon had to remove the plate all together and start over. Another set was opened to get a new plate. The surgery was delayed for 30 minutes due to the reported event. The procedure was successfully completed. This report is for 1 2.4mm va locking screw stardrive 16mm. This is report 4 of 5 for (B)(4).